Event description:
Customer reported via phone, she was having issues with her sensor she put in last night. Customer stated her graph was flat all night 103 to 107 mg/dl and in the morning her blood glucose was 512 mg/dl. Customer changed her infusion set and got her blood glucose was 240 mg/dl and senor reading is still at 87 mg/dl. Troubleshooting was performed and mentioned she might have been diabetic ketoacidosis and took care of the issue on her own. Customer was advised how to properly calibrate the sensor and monitor the sensor. Customer is not returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.